Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a pump error alarm within a week of troubleshooting a previous occurrence. Her blood glucose was 126 mg/dl. The insulin pump will be returned for analysis. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error due to j6 connector resistance issue.